Event description:
It was reported that 4 bd ultra-fine¿ pro pen needles were unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported no insulin flow when taking the injections. 4 pen needles affected. Date of event : unknown. Samples : available.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 4 bd ultra-fine¿ pro pen needles were unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported no insulin flow when taking the injections. 4 pen needles affected. Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-06. H6: investigation summary customer returned a total of 6 used 4mm, 32 gauge pen needles. No lot identification was available. The pen needles were visually inspected prior to testing. 5 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining sample was found to have no damage to its cannula on the non-patient end, but was instead damaged on the patient end. This may have occurred by accident during reshielding or handling after use. The damage was sufficient that the pen needle could not be properly tested for clogs as the pen needle would leak as a result of the damage. Still, no clog was found during inspection. A review of risk management document (B)(4), revision 10, indicates that the potential risk of this specific reported incident (nano pro pen needle: needle clog) was captured and addressed. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of needle clogs. The root cause of the needles bending appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd ultra-fine¿ pro pen needles were unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported no insulin flow when taking the injections. 4 pen needles affected. Date of event: unknown. Samples : available.